Event description:
It was initially reported that the during generator replacement surgery the surgeon noticed that there was an abraded opening in the outer tubing of the lead. The surgeon elected not to replace the lead at that time.

Event description:
Additional information was received that the generator was returned to the manufacturer for evaluation. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. The battery is depleted, 2.028 volts as measured with the can removed and battery still attached to the pcb. In addition, during a diagnostic test attempt, the voltage dropped to 1.671 volts, which shows that the battery is depleted when the device attempts to enter a functional mode. The data in the diagaccumconsumed memory locations revealed that 119.305% of the battery had been consumed. Post burn-in electrical test results showed that the pulse generator performed according to functional specifications as except for the c4 out of specification condition. The cause for the out of specification c4 capacitor value is likely associated with component aging.

Event description:
Review of manufacturing records confirmed there were no unresolved non conformances found with the generator or lead prior to distribution.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed there were no unresolved non conformances found with the generator or lead prior to distribution.